Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: according to feedback of the sales rep on 16-oct-2023 via phone, lot number should be sl3bf. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: according to received complaint information, it was reported that the product code on box is sa87g(lot: sl3bf), but the devices inside box is sa84g. 10 packs (sa84g/sg2ak, 9 packs unopened, 1 pack opened) were returned to ethicon for evaluation and 2 box appearance pictures (sa87g/sl3bf) were also returned to ethicon for evaluation. These 2 box pictures were not taken during usage and each 12 packs in a box but only returned 10 packs, therefore, there is not enough evidence to prove that an unopened box product was used. According to visual analysis result for 10 packs of returned sample (sa84g/sg2ak), there is no appearance issue. Compared 2 box appearance pictures and returned samples with the product artwork, there is no appearance issue. Therefore, these products were manufactured by ethicon. After reviewed these DHR, it was found that the date of manufacture of sa84g/sg2ak was jul.04,2022, date of manufacture of sa87g/sl3bf was nov.15,2022, and the overwrap process of these 2 lots were manufactured on the same machine # (B)(4) . These 2 lots are not adjacent to each other and there were 2372 lots of products manufactured on machine # (B)(4) between jul.04,2022 and nov.15,2022 after investigation, therefore, it is unlikely to mix these 2 lots of products in the production process. In addition, process controls (for example, line clearance, vision system, operators and shift lead process inspection) and product inspection were existed prior to product release, these controls can identify the product mix-up. After reviewed these 2 DHR, no abnormal issue or deviation was found during the manufacture process and product inspection process. Up to now, no other mix-up complaint for lots sa84g/sg2ak and sa87g/sl3bf was received. However, if additional information is received at a later date, the investigation will be updated as applicable. The device history records reviewed, and no issue found. The manufacturing date of sg2ak is [2022/07/04] and expiration date is [2027/06/30]. The manufacturing date of sl3bf is [2022/11/15] and expiration date is [2027/10/31].

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. Was there any adverse consequence associated with the patient? Do you have any photos available for visual analysis? Please provide the lot number: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the surgery, when the doctor was preparing to sew, the doctor opened the model number 10 suture and found that the inside was the model 3 suture. The specifications marked on the outer packaging of the suture did not match the actual item specifications. Changed another one to complete the surgery. Additional information has been requested.